Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two trial leads with the same lot number. It was reported the pt was in an automobile accident on (B)(6) 2013 and has experienced a change in stimulation since this time. Stimulation will turn off and on at random times and has increased positionally. Impedances are within normal limits; however stimulation is no longer effective. Although reprogramming provided satisfactory coverage, there are still positional changes with stimulation. The pt was given an exploratory surgery option to check the ipg and lead; however the pt opted to try the new programs. Follow-up revealed surgical intervention may be undertaken at a future date to replace the entire scs system.